Event description:
It was reported that the physician noted an inability to establish remote telemetry with this subcutaneous implantable defibrillator (s-ICD). The s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. After the device was explanted, the physician attempted to establish telemetry again, but was unsuccessful. The s-ICD is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was unable to establish telemetry and was subsequently sent for further investigation, during which the device case was opened. Diagnostic imaging was performed on the device battery which confirmed a blown flex assembly fuse and there was no evidence of soldering issues. This indicates a high current condition while the device was implanted. A potential cause of this high current is the device charging while the transformer is in saturation, such during a MRI procedure. However, there was no further information regarding the event details and there was no data saved to the flash memory that could have elucidate the cause of the high current drain. Laboratory analysis concluded the inability to interrogate was the result of an open fuse caused by high current across the fuse while implanted.

Event description:
It was reported that the physician noted an inability to establish remote telemetry with this subcutaneous implantable defibrillator (s-ICD). The s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. After the device was explanted, the physician attempted to establish telemetry again, but was unsuccessful. The s-ICD was received for analysis.

Manufacturer narrative:
This product has been returned to boston scientific, but analysis has not yet been performed. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that the physician noted an inability to establish remote telemetry with this subcutaneous implantable defibrillator (s-ICD). The s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. After the device was explanted, the physician attempted to establish telemetry again, but was unsuccessful. The s-ICD was received for analysis, but is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.